Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
MRI findings were later reported noting ¿implant is irregular in contour," "peri implant fluid," and ¿silicone in axillary lymph node.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain and rupture with ultrasound findings of "snowstorm appearance is also noted at the right axillary tail with echogenic lymph nodes." Patient is also "concerned with the bia alcl statement raised in the media with these implants". The device remains implanted.